Event description:
It was reported that burr detachment occurred. During a rotablation procedure, a 1.50mm rotapro burr spindle of the burr detached. No patient complications were reported in relation to this event. It was further reported that the burr spindle of the burr detached during the procedure, and while inside the patient. The cause of the event was due to blockage and a fracture at the distal part of the device. The target lesion was located in the very calcified and winding coronary artery. The procedure was completed with an nc balloon and stenting. No patient complications resulted in relation to this event and the patient was reported to be okay following the procedure.

Event description:
It was reported that burr detachment occurred. During a rotablation procedure, a 1.50mm rotapro burr spindle of the burr detached. No patient complications were reported in relation to this event.

Event description:
It was reported that burr detachment occurred. During a rotablation procedure, a 1.50mm rotapro burr spindle of the burr detached. No patient complications were reported in relation to this event. It was further reported that the burr spindle of the burr detached during the procedure, and while inside the patient. The cause of the event was due to blockage and a fracture at the distal part of the device. The target lesion was located in the very calcified and winding cd. The procedure was completed with an nc balloon and stenting. No patient complications resulted in relation to this event and the patient was reported to be okay following the procedure.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the burr. The burr was received on the rotawire. The coil, sheath, burr housing, and advancer were not returned for analysis. The burr was visually and microscopically examined. Inspection of the burr found that it had detached from the coil and that the coil had fractured near the distal end of the burr. Product analysis confirmed the reported event, as the burr was received detached from the coil.